Event description:
Section a: age: unk reported as 30 plus; it was reported to boston scientific corp that while using a hyrdo thermablator procedure set during an hta procedure, the physician inadvertently pulled out the scope during the heat up phase which resulted in a pt injury. During the heat up phase, there was blockage, tenaculum stabilizer and speculum were in use and there was no flow going to the uterus. While the physician was attempting to move away from the tissue, the physician inadvertently pulled the scope out. There were no fluid alarms. The physician examined the vagina for tissue damage; none was observed. Additionally, the fluid in the vagina was tested and classified as "warm" by the physician. The scope was inserted back in the uterus and the case completed. Post procedure the physician examined the vagina again and did not observe any damage. Post procedure, the patient called and reported that she was having a burning sensation when she would urinate. A prescription for burn cream was phoned in. The patient reported the burning sensation had not resolved, but is able to work. The pt saw the physician for a follow up visit 10 days post procedure, the physician observed a 1cm wide by 4 cm long, 2nd degree burn on the perineum just inside and outside the vagina. No burn on the apex or the cervix was seen. The area was treated with sylvadene cream and dermaplast.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device manufacturing and expiration dates are unk. Other: no alleged device failure. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.